Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. The patient stated that they completed treatment on the cycler and upon removing the supplies discovered fluid in the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. During follow up, the pdrn confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was treated prophylactically with ceftazidime 1 g, and cefazolin 1 g. The pdrn stated that the patient was able to continue pd therapy with no further issues.

Manufacturer narrative:
Plant investigation: an actual sample was returned to the manufacturer for physical evaluation. During disinfection the reported leak was confirmed. A visual inspection was performed and a pin hole was found on the cassette film. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.